Manufacturer narrative:
Results: the neuron max was undamaged. The hva was found to back off the thread on the neuron max hub. Conclusions: evaluation of the device revealed that the hva would intermittently back off of the neuron max hub when attempting to screw it on. After repeated attempts to tighten to the hva to the neuron max hub, it began to secure properly. The root cause of this intermittent failure could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the physician was unable to screw the hemostasis valve adaptor (hva) onto the neuron max 088 6f long sheath (neuron max). The physician attempted to use multiple other hva's but none of them worked. The reported issue occurred prior to use and therefore, the neuron max was not used in the procedure. The procedure was successfully completed using a new neuron max.